Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) called in and stated that the patient's recharger is not efficiently connecting to their ins. Rep states the patient will initially connect on excellent connection and then they will move slightly and it will toggle to good and lose connection. Rep states he had another recharger that he provided to the patient to try, however he thinks their ins is sitting up against the ribs and thus the recharger cannot communicate with the ins. Rep states the patient is shorter and that could be impacting the placement of the ins, however when the patient bends over he is able to see the ins. Rep states this began last week, but also stated since they had the implant and since their post-op appointment. Rep. Reported they met with pt and tried another recharger, but encountered same issue. Manufacturer representative (rep) was able to maintain good connection with a lot of manipulations and using sock to hold recharger in place. Pt will be seen by neurosurgeon for possible pocket revision. Ins was too mobile in pock et. Rep. Said bones were making it difficult to get good connection.